Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). MDR regulatory awareness date - correction. H2: correction. MFR (3004753838-2025-034642) was reported in error. Please disregard initial reporting of the awareness date, as this was reported in error. The correct awareness date should be 01-22-205.